Manufacturer narrative:
Hematoma/major bleed/access site adverse event: the cause of the bleed at the access site was unbale to be determined due to limited clinical details.

Event description:
An impella cp device was inserted percutaneously via the right femoral artery in a 66-year-old male patient for high-risk percutaneous coronary intervention (hrpci) in the setting of society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. While the peel-away sheath remained in place, a hematoma developed at the right femoral access site. Following removal of the peel-away sheath and advancement of a repositioning sheath, persistent oozing was noted, and the hematoma continued to enlarge. Due to progressive access-site bleeding, dr. Harrison elected to remove the impella cp device. A 14-french gore dryseal sheath was placed, and an intra-aortic balloon pump (iabp) was inserted to support the patient¿s hemodynamic needs. The reported access-site bleeding and hematoma are consistent with known complications associated with large-bore femoral arterial access and the anticoagulation requirements of impella support, and may be influenced by patient-specific and procedural factors.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.